Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesh was incomplete from previously recovered cadaver skin. No adverse events were reported as a result of this malfunction. There was no patient involvement.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the mesh was incomplete from previously recovered cadaver skin. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller gear was worn. The ratchet was missing the spring and pin. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh and were deemed non-repairable even after replacing the collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the spring, sliding pin, comb, spring pin, and roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. Based on the information provided, the cause of the reported event was either due to the damaged comb or the use of damaged cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. It is unknown which of the two failures was causing the issue reported as either one could have been a likely cause. Therefore, the root cause of the reported event is unknown.

Event description:
No additional event information available.